Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint.- litigation alleges that patient developed persistens pain and weakness in both hips, worse on the right. She continues to have pain and weakness in her right hip. Doi: 04/16/2007 - dor: none reported (right hip). Patient is a resident of (B)(6). Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 4/28/15-pfs and medical records received. Pfs now alleges increased metal ions and popping/clicking sounds. After review of the medical records for MDR reportability, lab results from (B)(6) 2012 indicated the metal ions levels are below 7ppb. There was no mention of any popping or clicking within the medical records. There is no new additional information that would affect the existing the investigation. The complaint was updated on:5/21/2015.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 4/28/15-pfs and medical records received. Pfs now alleges increased metal ions and popping/clicking sounds. After review of the medical records for MDR reportability, lab results from (B)(6) 2012 indicated the metal ions levels are below 7ppb. There was no mention of any popping or clicking within the medical records. There is no new additional information that would affect the existing the investigation. The complaint was updated on:5/21/2015.

Manufacturer narrative:
(B)(4).

Event description:
Ppf and sticker sheets received. There are no new allegations and revision reported. Updated lawyer. Doi: (B)(6) 2007 - dor: none reported (right hip).

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.